Event description:
It was reported that the health care provider (hcp) changed the concentration of the medication in the device on the date of this report because the patient was getting too much medication at 100mcg/day with 2,000mcg/ml concentration of baclofen. It was noted the pump and catheter were replaced the day prior to the date of this report, but the reporter didn¿t know why (refer to manufacturer report # 3004209178-2014-15435 for the reason for the replacement surgery). The new concentration of baclofen was 500mcg/ml. No further information was provided. It was further reported the medication in the device was gablofen. Exact symptoms the patient was having included lethargy and respiratory depression. The cause of the symptoms was a suspected overdose of baclofen. The overdose symptoms were mediated by the change in concentration. The 2000mcg/ml concentration was aspirated from the catheter and a 0.15ml bolus was performed followed by aspiration of the catheter two times to empty the internal pump tubing of the old concentration. The catheter was then primed only with 0.17 ml to fill the catheter with the new concentration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).